Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's inulin pump received a battery out limit alarm, as well as an off no power anomaly. Customer's blood glucose level at the time 10.6mmol/l. No additional information was provided.